Event description:
Information was received indicating that the pump exhibited "system failure," "biomed code," and "primary audible alarm post" messages. It was reported that the alarm does not turn off unless powered off. It was also reported that the battery was replaced in september due to not holding a charge. It is unknown if there were any adverse patient effects.

Event description:
Additional information received on (B)(6) 2022. Event did not occur while in use by patient. Found during testing.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked bottom case by l-bracket. The unit contained a non-OEM (original equipment manufacturer) battery. Customer installed non-OEM battery which is incompatible with the pump. Functional testing found that they were unable to reproduce the ppa (primary audible alarm) error. Non-OEM battery identified, however could not duplicate battery charging issue. Device passed all functional testing, unable to replicate the reported issues. No problem found. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue (primary audible alarm post issue) will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Additional information received updated a5. D5, e4 are unknown. Device evaluation completed, updated h6.